Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received an appropriate treatment and five inappropriate treatments. The device was started up at 10:14:03 on (B)(6) 2026. At 15:14:41 on (B)(6) 2026, an arrhythmia was detected. ECG shows asystole followed by sinus beat degrading to vf with varying rates/amplitudes. At 15:16:31, the patient received the appropriate treatment. Rhythm at the time of treatment was vf with varying rates/amplitudes. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy at 15:54:34, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. Between 15:55:07 and 15:56:49, the patient received five inappropriate treatments. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of each treatment was asystole, which is a non-life sustaining rhythm. Post shock rhythm continued to be asystole, which is a non-life sustaining rhythm. The device was shut down at 16:09:22 on (B)(6).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief. The root cause for the strained cable could not be positively identified. There is no indication the strained cable caused or contributed to the patient's passing as the system was able to detect and treat vf rhythm on the date of event.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received an appropriate treatment and five inappropriate treatments. The device was started up at 10:14:03 on (B)(6) 2026. At 15:14:41 on (B)(6) 2026, an arrhythmia was detected. ECG shows asystole followed by sinus beat degrading to vf with varying rates/amplitudes. At 15:16:31, the patient received the appropriate treatment. Rhythm at the time of treatment was vf with varying rates/amplitudes. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy at 15:54:34, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. Between 15:55:07 and 15:56:49, the patient received five inappropriate treatments. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of each treatment was asystole, which is a non-life sustaining rhythm. Post shock rhythm continued to be asystole, which is a non-life sustaining rhythm. The device was shut down at 16:09:22 on (B)(6) 2026.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.